Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, during a spleenectomy, the firing stopped after approximately 3cm. The blue button was pressed but firing did not continue. The silver button was pressed to release the jaw. Another reload was connected to continue. However, before attempting firing, the tissue got torn and separated. There was no unanticipated tissue loss. There was no unanticipated blood loss of more than 500cc. Surgery time was not delayed by more than 30 minutes. No device fragment fell in the patient cavity. Additional information has been requested but not yet received. A supplemental report will be submitted upon receipt of new information.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one reload opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The reload was received partially fired to the 4 cm cut line. The anvil clamping mechanism of the reload was deformed. The reload was loaded into a post market vigilance powered handle for functional testing, the interlock was overridden, and the reload fired satisfactorily. Replication of the partial firing condition occurs when the powered handle stops firing before the lower clamp reaches the distal end, which is likely due to the firing force reaching the upper design limit of the reload. This may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. Replication of this deformed anvil clamping mechanism may occur under the following conditions: application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
The procedure was a laparo splenectomy. No reinforcement material was used. The patient age, weight, gender are not available. No further information was available.